Manufacturer narrative:
The patient contacted the implanting clinician's office and was scheduled for a follow-up appointment on (B)(6) 2021. The patient was instructed to monitor for fever and drainage. On (B)(6) 2021, the implanting clinician had a follow-up appointment with the patient. On this date, the implanting clinician determined the patient was experiencing erosion. The implanting clinician decided to remove the leads on (B)(6) 2021, and prescribed antibiotics (keflex, 500mg, three times a day) to avoid infection. The patient noted that she had adhered to post-op instructions and had not engaged in any strenuous activity. The implanting clinician reported the coil pocket did not heal, and the lead eroded. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the erosion was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the erosion is unknown/no problem found. Potential causes of erosion include the stimulator not being implanted deeply enough, inadequate suturing/anchoring technique, and patient history of poor wound healing. Design fmea for stimq 06-01233 and hra for stimq 06-01232 was reviewed and device erosion is a known issue with mitigation controls in place to reduce risk as far as possible and no corrective action is required.

Event description:
On (B)(6) 2021, the clinical representative was made aware by the patient that the stimulator lead was protruding out of the patient's skin.